Event description:
It was reported that the device was undersensing. The patient was brought into the clinic, the device was re-checked and is sensing appropriately. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407452 crdm non-defib lead, (B)(6) 2005; 5076 crdm non-defib lead, (B)(6)2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.